Event description:
The pre-loaded dib00 model intraocular lens (iol) was reported to have been wasted due to a defective haptic. There was no patient contact with the dib00 iol. A back-up dib00 24.5 diopter iol was implanted in the patient¿s ocular sinister (left eye). During the procedure there was no incision enlargement, serious patient injury, no suture(s), nor vitrectomy. Patient status post-procedure was reported as surgery completed with no patient harm. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male was the answer provided. Section a-6 patient race: prefers not to answer was the answer provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.